Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). A device history review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. A product sample was received or evaluation. Visual and functional testing were performed. Visual inspection found that sticker seal was missing. During functional testing, the customers reported problem was duplicated. Pump was found to be displaying cassette not attached properly alarm message during the investigation. The root cause of the reported issue was found to be the pump was found to be over delivering to the manufacturing specifications. Downstream occlusion sensor will be replaced and trim expulsor to bring the delivery accuracy closer to nominal of a range.

Event description:
It was reported that the occlusion/infusion is off. No patient injury was reported.